Manufacturer narrative:
Covidien reference:(B)(4). The service engineer (se) replaced the inspiratory flow sensor. The ventilator passed self-testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The device was not connected to the patient. The service engineer (se) replaced the inspiratory flow sensor. The ventilator passed self-testing.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.